Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy, at the 10th firing, at the time that clip remaining was 7, clip became unable to be loaded, clip did not come out even the handle was squeezed. The clip remaining indicated on counter decreased with each squeezing. They tried 3 times, but clip was unable to be loaded in the 3 attempts and clip did not come out, however, counter was indicated as 4 at the end. After that, a new product was taken out and the operation was continued. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with four remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The clip counter was no longer active upon receipt of the instrument. The handle was disassembled for visualization of internal components. A representative battery was assembled onto the subject clip counter for further evaluation. The returned counter indexed properly from 16 to 00 without issue multiple times. Note that the clip counter indexes according to handle actuation of the trigger, not by the clip feed mechanism. If the instrument handle (trigger) is actuated partially and is manipulated while remaining on the ratchet mechanism, this may result in the clip counter indexing without loading and deployment of clips. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.